Event description:
A new device to our facility, a 20 cc luer lock syringe (kendall monoject by tyco) was used during a phlebotomy procedure along with butterfly needle. The experienced tech was withdrawing the syringe plunger slowly using a one handed technique to collect the venous blood sample. The other hand was managing the butterfly needle which is common practice just in case the needle needs to be manipulated in a small vein. Once the 20cc syringe was full of the required blood sample and the plunger was near the top of the syringe, the plunger came out of the syringe causing a blood exposure to the pt and health care worker. The tech was applying slight upward pressure to the plunger during this procedure and the plunger was easily dislodged form the syringe once it was near the top. The phlebotomy technique involved was verified by the lab manager as common practice for phlebotomists and no product use error was identified. This device was scheduled for adoption by our facility housewide, but is now on hold due to this product malfunction.